Event description:
Information was received indicating that a smiths medical battery pack was implicated in a pump alarming and powering down for no reason. The pumps are being used for a pediatric clinical trial. There were no adverse events reported.